Manufacturer narrative:
An olympus endoscopy support specialist (ess) visited the customer to perform an observation of the reprocessing techniques. The customer was able to provide a return demonstration with no deviation from the olympus reprocessing manual. The subject device referenced in this report was not returned to olympus as it was sent to an independent laboratory for destructive sampling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting

Event description:
As part of the olympus 522 post market surveillance study, the evis exera iii duodenovideoscope was microbiologically cultured and tested positive for organisms. A therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, and post reprocessing, samples were collected from the distal end and channel on the scope and sent to an independent laboratory for testing. The test results provided the total recoverable aerobic bioburden as colony forming units (cfus) per sample. The channel tested positive for two (2) colonies staphylococcus lugdunensis, thirty-six (36) colonies of staphylococcus auricularis, and thirty (30) colonies bacillus simplex. The channel also tested positive for eight (8) colonies of low-concern organisms. The distal end tested positive for five (5) confluent growths and sixty (62) colonies of low-concern organisms. No patient harm reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the independent laboratory test results, the device evaluation, and the legal manufacturer¿s investigation. The device was sent to an independent laboratory for destructive culturing and sampling. Destructive sampling took place on (B)(6) 2021. All sixteen (16) required scope sampling points were sampled. The organisms of interest were not recovered from the scope during destructive sampling. Minor deformation of channel (indentation) was observed. It is not felt that this minor degree of indentation could have impacted reprocessing, and it is possible that it may have been introduced during the disassembly process. No cracks, scuffing, or chips were observed. A borescope inspection after destructive sampling identified a residue, black spots, and residue, in the instrument channel. No residue or debris was observed in any of the other thirteen (13) of fourteen (14) areas of inspection. The device was returned to an olympus for evaluation after destructive culturing and sampling. The plastic distal end cover was missing the c-ring holder. The nozzle was missing. The bending section cover was half cut and missing. The bending section cover glue was missing on the distal end side. The scope leak check was unable to be performed due to the missing bending section cover. The plastic distal end cover insulation was unable to be checked due to the missing c-ring holder. The k-lever and forceps elevator, guide wire tension test, and catheter test were unable to be performed due to a missing l-arm/forceps riser. The air/water was unable to be checked due to the missing nozzle. The legal manufacturer performed an investigation. Staphylococcus lugdunensis is a non-gastrointestinal human origin organism. No sampling procedure deviations were observed. No reprocessing procedure deviations were observed. No significant damage was observed during destructive inspection. The organisms of interest were not recovered from the scope during destructive sampling. Site reprocessing staff member was audited on (B)(6) 2021. No reprocessing procedure deviations were observed. No information was available regarding the end of procedure time and start of manual cleaning for the duodenoscope. In addition, at study onset in june, the reprocessing technicians at site three (3) were initially hesitant to ready the evis exera iii duodenovideoscopes for procedures. In early july, all site three (3) reprocessing staff members were retrained on how to clean the evis exera iii duodenovideoscope. Since that additional round of training, there has been no hesitation to use/clean the scopes. Environmental sampling and monitoring were performed as part of the post market clinical study 522. The provisional root cause was probably contamination from final rinse water during high-level disinfection, potentially insufficient reprocessing, potentially contamination during sampling (sampling media, sampler, laboratory).

Event description:
As part of the olympus 522 post market surveillance study, the evis exera iii duodenovideoscope was microbiologically cultured and tested positive for organisms. A therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, and post reprocessing, samples were collected from the distal end and channel on the scope and sent to an independent laboratory for testing. The test results provided the total recoverable aerobic bioburden as colony forming units (cfus) per sample. The channel tested positive for two (2) colonies staphylococcus lugdunensis, thirty-six (36) colonies of staphylococcus auricularis (low concern), and thirty (30) colonies bacillus simplex (low concern). The channel also tested positive for eight (8) colonies of other low-concern organisms. The distal end tested positive for five (5) confluent growths of solibacillus species, bacillus flexus, lysinibacillus species, and sixty (62) colonies of other low-concern organisms. No patient harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information from the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The following information is stated in the instructions for use (IFU): "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.